Manufacturer narrative:
B3 field: the event date was corrected. Please refer to the attached analysis report.

Event description:
Reportedly, ventricular noise oversensing was observed in five episodes recorded in the ICD memories between (B)(6) 2019 and (B)(6) 2020, one of them labeled as a vf episode that led to a charge of capacitors for 0.4 seconds. Furthermore, regular and irregular ventricular rhythms were observed. The sensitivity threshold is programmed at 0.4 mv. Preliminary analysis results confirmed the reported ventricular noise oversensing, which most probably originated from external electromagnetic interferences (emi) and/or myopotentials.

Event description:
Reportedly, ventricular noise oversensing was observed in five episodes recorded in the ICD memories between 19 april 2019 and 08 june 2020, one of them labeled as a vf episode that led to a charge of capacitors for 0.4 seconds. Furthermore, regular and irregular ventricular rhythms were observed. The sensitivity threshold is programmed at 0.4 mv. Preliminary analysis results confirmed the reported ventricular noise oversensing, which most probably originated from external electromagnetic interferences (emi) and/or myopotentials.